Event description:
The device was used as an infusion port. Reportedly, the plastic cannula bends and splits when an attempt is made to insert the instruder into the cannula. The surrgeon applied another product without pt injury.